Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to recreate the reported event. During the ge healthcare service representative's system checkout the system functioned according to specifications with no errors identified. Ge healthcare product engineering performed an investigation of this event. The logs were retrieved and analyzed for the time in question. The log analysis did not indicate any malfunction occurred. There is insufficient information to determine if user actions contributed to the event. The customer did not allege any equipment defect or malfunction as a factor to the patients cardiac arrest. The root cause for the patient injury and bellows collapse is undetermined.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that on july 19th at approximately 9:45 am, the patient experienced a cardiac arrest prior to the start of mechanical ventilation. The team was able to quickly restart the heart. Just after this cardiac arrest, the bellows on the anesthesia machine emptied and would not move up again. The clinician was able to restart mechanical ventilation and the case was completed with no impact to the patient. The hospital advised that because the cardiac arrest occurred before the start of mechanical ventilation, the empty bellows issue did not cause the cardiac arrest.